Event description:
During a laparoscopic cholecystectomy procedure, a tiny, round, smooth piece of metal broke off. The metal piece was visible in the pt. Attempts to remove it were unsuccessful and the dr decided to leave it as is. Although there was no serious injury caused to the pt, it is being reported as an MDR.